Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro would only activate intermittently. First the kit was swapped out, then the extension cable, but still having the same problem. There was not another adapter cable or power supply to swap out, but rep is pretty sure that it was the power supply. This was during a case and to complete the case, the rep had to stand by the power supply and turn it on and then off manually for each cut. The same unit was used to complete the procedure. The hospital did not report any patient effects. Maquet cardiovascular anticipates the return of the product in question.